Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. The field event of premature depletion was not confirmed. Longevity calculations were performed base on the usage history and the battery depletion was determined to be normal. The bpa alert occurred due to a transient battery voltage drop. The voltage drop is consistent with lithium cluster formation in the battery.